Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated he was receiving "drain complications encountered" and "m31 - air detected in the cassette" cycler alarms during pd treatment. The patient stated that when he was in treatment end and removed the cassette there was a fluid leak. Patient stated that he did not see any holes/punctures in the cassette. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient indicated there was no observation of a fluid leak during treatment. Per pdrn the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak and the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn the sample had been discarded and was no longer available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated he was receiving "drain complications encountered" and "m31 - air detected in the cassette" cycler alarms during pd treatment. The patient stated that when he was in treatment end and removed the cassette there was a fluid leak. Patient stated that he did not see any holes/punctures in the cassette. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient indicated there was no observation of a fluid leak during treatment. Per pdrn, the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak and the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn the sample had been discarded and was no longer available for evaluation.